Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, when trying to couple the anvil to the trocar, the trocar very easily withdrew back into the stapler with not a lot of pressure. No further details are known at this time. There was no report of adverse consequence to the patient or procedure. The device is not available for evaluation.